Manufacturer narrative:
The customer reported that the system footswitch failed and irrigation was then unavailable. The surgery was completed with another system. There was no surgery or patient impact. The company service representative examined the system and confirmed the reported event of the footswitch not working. The system¿s footswitch cable was nonconforming. The footswitch cable was replaced. The system was then tested and met all product specifications. The system was manufactured on february 8, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming footswitch cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the footswitch failed and there was no irrigation. The system was exchanged to complete the case. There was no harm to the patient. Additional information has been requested but not received.